Event description:
It was later reported that the case was completed with pulsed field ablation and the st elevation was confirmed via angiography.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: 4-pole electrode catheter; product ID: non-medtronic unknown; product type: acunavi ultrasound catheter; product ID: non-medtronic unknown, product type: beeat cardioversion system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the patient experienced st elevation in the right pulmonary veins that returned to normal. The outcome of this case is unknown. St elevation was also observed post-operatively. A vasodilator was subsequently administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.